Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that as observed on a remote transmission, the right ventricular (rv) lead exhibited oversensing and noise. Two days later, another remote transmission was received, indicating that the patient had received an inappropriate shock due to oversensing, and that the rv lead exhibited high impedances. A second inappropriate shock was received the following day, and the lead therapies were subsequently programmed off. The lead exhibited an apparent fracture, and the lead will be revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.